Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that complications were encountered during impella 5.5 support. Roughly twelve days into support the patient experienced ventricular tachycardia. An amnio bolus was given to treat the condition. The patient survived.

Manufacturer narrative:
The investigation has been completed. Optical signal issue: the placement signal (ps) was stable for the case. On the day of (B)(6) 2025, the ps is stable until the placement signal goes out to 3000, while the signal-to-noise ratio (snr) drops to 0, contrast barcodes, lamp increases, gain increases, and light decreases. This is indicative that the fiber line is most likely damaged indicating some stretch or break to it. The ps is out for the remaining days. Based on data log analysis, the root cause of the optical signal issue is most likely due to a damaged fiber line. Vt/vf cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant). Electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event. Any documented device-related issues or complications during impella support. Evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. Review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem b5 h6 medical device problem code

Event description:
Finally, after another fifteen days of support, a placement signal alarm appeared. The staff was walked through disabling the alarm and support continued uninterrupted.